Manufacturer narrative:
Evaluation summary: chlorine dioxide contained in the secrin used in the facility penetrated through the silicon rubber of the r button, and the metal terminal inside the tactile switch was corroded became non-conducted, so that the button did not work. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a symptom that remote button no. 3 does not work even though there is no trauma, and the facility is requesting investigation of the cause. Since it occurred before use, there is no health hazard to patients and medical staff.